Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings: during testing, the pump powered on to a fully functional and fully illuminated display with no visible signs of lines on the display screen. The pump case was removed and no defects were found to the display, flex, or printed circuit board. Investigation was not able to duplicate the allegation that there were lines on the display screen. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The distributor alleged that there were lines through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.